Manufacturer narrative:
Evaluation completed. One 25ga cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. Visual inspection found the tip protector was not returned. The needle was bent approximately 10 degrees. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter cut intermittently at 5000 c.p.m. The inner needle does not always reach the cutting edge. The cutter did have clean cuts at 2000 c.p.m. And aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported the cutter stopped cutting during the procedure, there was patient contact but no injury to the patient. They opened another cutter and continued with no incident.